Event description:
Patient reported another affected cassette lot number 4321042. She states she has been more short of breath and remains tired. Patient has all affected lots and does not want to go to hospital. Replacement to be delivered tomorrow. Cadd legacy IV remodulin pt. No additional info, details, or dated available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when a arm occured is unknown. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Is the actual cassette available for investigation? Yes. Did we replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? No. If yes, was the patient able to successfully continue their infusion? If no, what was the patient instructed to do in able to continue their infusion? Use cassette in refusal to go to hospital. Is the infusion life-sustaining? Yes, what is the outcome of the event? Ongoing. Resolved? Ongoing? Yes. Reported to (B)(6) by: patient/caregiver.